Event description:
I received two morpheus8 radiofrequency microneedling treatments in 2023. Prior to these procedures, I had normal facial volume with no history of medical conditions or treatments that would cause fat atrophy. Within a few months after the second treatment, I began noticing progressive facial hollowing, including loss of volume in the midface, cheeks, and surrounding areas. The volume loss continued to worsen gradually over the next few months. After seeing the recent FDA safety communication noting that radiofrequency microneedling devices may be associated with unintended facial fat loss, I consulted a facial plastic surgeon. The specialist evaluated me and confirmed significant facial fat atrophy, noting that the timing and pattern of the tissue loss were consistent with changes that can occur after radiofrequency microneedling. The fat loss has had a substantial physical impact and has required ongoing corrective treatments with a specialist to restore lost volume. These treatments are still in progress and medically necessary because the atrophy is extensive. I am submitting this report so the FDA is aware of my experience and can include it in device safety monitoring for radiofrequency microneedling technologies such as morpheus8.

Event description:
Additional information received on 12/16/2025 for report mw5179126 to replace MFR and procode. Procode: gei. MFR: inmode ltd.